Event description:
It was reported that the patient death occurred. Three synergy shield drug-eluting stents (2.50 x 24 mm, 3.00 x 16 mm, and 3.00 x 20 mm) were selected for implantation in a heavily calcified left anterior descending (lad) artery. The 2.50 x 24 mm stent was deployed at 20 bar for 6 seconds in the lad medial segment, the 3.00 x 16 mm stent was deployed at 18 bar for 8 seconds in the lad proximal segment, and the 3.00 x 20 mm stent was deployed at 24 bar for 5 seconds in the lad proximal segment. Despite appropriate monitoring of act (activated clotting time) and administration of heparin, the patient developed severe chest pain immediately after completion of the procedure and required re-intervention. Percutaneous coronary intervention (pci) was performed; however, the patient subsequently died. In the physician's opinion, the device and/or procedure contributed to the patient's complication, with acute stent thrombosis identified as the primary cause or a significant contributing factor leading ultimately to the patient's death. The patient did not expire during the procedure; death occurred afterward.

Manufacturer narrative:
A2: date of birth: 1942. E1: initial reporter phone: (B)(6). Device history review: a review was completed of the device history records (DHR) for the synergy shield, part # h7493966616300, batch # 0033498094. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Media provided by the customer was reviewed by boston scientific medical personnel. However, without additional clinical, procedural, and periprocedural details and the documented cause of the patient's death, the cause of the stent thrombosis or the patient's death could not be conclusively determined, nor can a direct causal relationship be established based limited materials provided. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the synergy shield device confirmed that the event of 'thrombosis, acute (stent/treated vessel/device implant site/device)', 'chest pain' and 'death' are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'. This code was selected as the most probable complaint cause based on the information available. No device malfunction was reported, and the patient was administered heparin the activated clotting time (act) was monitored appropriately. The physician reported that the device and/or procedure contributed to the patient's complication, with acute stent thrombosis identified as the primary cause or a significant contributing factor leading to the patient's death. Review of the available angiographic and ivus media showed severe diffuse calcification and persistent stent under expansion, which may have contributed to the procedural factors. However, the cause of the stent thrombosis or cause of death could not be conclusively determined with the limited materials provided. Chest pain, stent thrombosis and death are listed in the product's instructions for use (IFU) as known adverse events associated with device use. It was reported that the balloon was inflated to 18 bar (17.7 atmospheres). According to the IFU, the rbp for this size device is 16 atmospheres; over inflating the balloon to this pressure would not contribute to the complaint events.

Manufacturer narrative:
A2: date of birth: 1942. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient death occurred. Three synergy shield drug-eluting stents (2.50 x 24 mm, 3.00 x 16 mm, and 3.00 x 20 mm) were selected for implantation in a heavily calcified left anterior descending (lad) artery. The 2.50 x 24 mm stent was deployed at 20 bar for 6 seconds in the lad medial segment, the 3.00 x 16 mm stent was deployed at 18 bar for 8 seconds in the lad proximal segment, and the 3.00 x 20 mm stent was deployed at 24 bar for 5 seconds in the lad proximal segment. Despite appropriate monitoring of act (activated clotting time) and administration of heparin, the patient developed severe chest pain immediately after completion of the procedure and required re-intervention. Percutaneous coronary intervention (pci) was performed; however, the patient subsequently died. In the physician's opinion, the device and/or procedure contributed to the patient's complication, with acute stent thrombosis identified as the primary cause or a significant contributing factor leading ultimately to the patient's death. The patient did not expire during the procedure; death occurred afterward.